Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of late (B)(6) 2011. The cca was advised the patient manages her diabetes with insulin, metformin pills and glimepiride pills. It is not known what action the patient took at the time of the alleged issue. By 6pm that same day, the patient claimed she had a symptom of frequent urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca reviewed proper testing technique with the patient. The cca was unable to walk the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.